Event description:
It was reported that customer experienced issues with cartridges not being accurate. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer or follow-up, and no further action was required from technical support.